Event description:
The customer reported a communication failure and charger failed error messages. This issue prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the interconnect cable were replaced. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and returned to service.